Manufacturer narrative:
The valve was filled with blood making it impossible to examine if the valve conforms to the specifications. The root cause to the incident could not be identified. The initial report was originally submitted in 2016. The initial report is resubmitted in january 2020 as requested by the FDA.

Event description:
7 days after valve implantation, subdural hematoma occured and 55 days after implantation, the patient suffered subarachnoid hemorrhage. The device was then explanted.